Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)-2008, the patient had essure inserted. Essure was removed in november 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), migraine ("migraines/ headache"), fatigue ("fatigue"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), mood altered ("mood disturbance"), feeling abnormal ("mental fog"), bipolar disorder ("bipolar disorder"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd") and colitis ischaemic ("ischemic colitis"). The patient was treated with surgery (vein ablation of left ovarian vein). At the time of the report, none of the outcomes for these events were known. The reporter considered anxiety, bipolar disorder, colitis ischaemic, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, heavy menstrual bleeding, migraine, mood altered, pelvic pain and post-traumatic stress disorder to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2022: plaintiff fact sheet received. Case became serious incident, events brain fog, mood disturbance, bipolar disorder, anxiety , ptsd & colitis were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: mw5108405) on 26-aug-2020. The most recent information was received on 18-jan-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), migraine ("migraines/ headache"), diarrhoea ("diarrhea"), insomnia ("insomnia"), deep vein thrombosis ("deep vein thrombosis") and affective disorder ("affective disorder") in a 37 year-old female patient who had essure inserted (lot no. 626976) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("hysteroscopic tubal occlusion with essure devices and balloon thermal ablation"). The patient had a medical history of thermal ablation (a cycle of balloon thermal ablation). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the day of essure insertion, she experienced gastrointestinal disorder ("gastrointestinal disorder"), suicidal ideation ("suicidal ideation"), rash ("rash"), arthralgia ("arthralgia") and depression ("depression"). Essure was removed in (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), migraine (seriousness criteria hospitalisation and medically important), fatigue ("fatigue"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), mood altered ("mood disturbance"), feeling abnormal ("mental fog"), bipolar disorder ("bipolar disorder"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd"), colitis ischaemic ("ischemic colitis"), diarrhoea (seriousness criteria hospitalisation and medically important), insomnia (seriousness criteria hospitalisation and medically important), deep vein thrombosis (seriousness criterion medically important) and affective disorder (seriousness criteria hospitalisation and medically important). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure, right cornual resection) and wound care (B)(4). At the time of the report, the affective disorder had resolved with sequelae, the gastrointestinal disorder, suicidal ideation, rash, arthralgia and depression were resolving, the pelvic pain had resolved and the migraine, diarrhoea and insomnia had not resolved. The outcomes for fatigue, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, mood altered, feeling abnormal, bipolar disorder, anxiety, post-traumatic stress disorder and colitis ischaemic were unknown. The reporter considered affective disorder, anxiety, arthralgia, bipolar disorder, colitis ischaemic, deep vein thrombosis, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, heavy menstrual bleeding, insomnia, migraine, mood altered, pelvic pain, post-traumatic stress disorder, rash and suicidal ideation to be related to essure administration. The reporter commented: discrepancy noted in date of implant (B)(6) 2008 (as per pif). Insertion date updated from (B)(6) 2008 to (B)(6) 2008. Coils: 4 on the right and 10 on the left. Lot number: 626976, manufacture date: 2008-04, expiration date: 2010-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-jan-2023: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: mw5108405) on 26-aug-2020. The most recent information was received on 14-dec-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), migraine ("migraines/ headache"), diarrhoea ("diarrhea"), insomnia ("insomnia"), deep vein thrombosis ("deep vein thrombosis") and affective disorder ("affective disorder") in a 37 year-old female patient who had essure inserted (lot no. 626976) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("hysteroscopic tubal occlusion with essure devices and balloon thermal ablation"). The patient had a medical history of thermal ablation (a cycle of balloon thermal ablation). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the day of essure insertion, she experienced gastrointestinal disorder ("gastrointestinal disorder"), suicidal ideation ("suicidal ideation"), rash ("rash"), arthralgia ("arthralgia") and depression ("depression"). Essure was removed in (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), migraine (seriousness criteria hospitalisation and medically important), fatigue ("fatigue"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), mood altered ("mood disturbance"), feeling abnormal ("mental fog"), bipolar disorder ("bipolar disorder"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd"), colitis ischaemic ("ischemic colitis"), diarrhoea (seriousness criteria hospitalisation and medically important), insomnia (seriousness criteria hospitalisation and medically important), deep vein thrombosis (seriousness criterion medically important) and affective disorder (seriousness criteria hospitalisation and medically important). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure, right cornual resection) and wound care ((B)(4)). At the time of the report, the affective disorder had resolved with sequelae, the gastrointestinal disorder, suicidal ideation, rash, arthralgia and depression were resolving, the pelvic pain had resolved and the migraine, diarrhoea and insomnia had not resolved. The outcomes for fatigue, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, mood altered, feeling abnormal, bipolar disorder, anxiety, post-traumatic stress disorder and colitis ischaemic were unknown. The reporter considered affective disorder, anxiety, arthralgia, bipolar disorder, colitis ischaemic, deep vein thrombosis, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, heavy menstrual bleeding, insomnia, migraine, mood altered, pelvic pain, post-traumatic stress disorder, rash and suicidal ideation to be related to essure administration. The reporter commented: discrepancy noted in date of implant (B)(6) 2008(as per pif). Insertion date updated from 01-aug-2008 to (B)(6) 2008. Coils: 4 on the right and 10 on the left. Lot number: 626976 manufacture date: 2008-04 expiration date: 2010-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-dec-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: mw5108405) on (B)(6) 2020. The most recent information was received on 30-nov-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain"), migraine ("migraines/ headache"), diarrhoea ("diarrhea"), insomnia ("insomnia"), deep vein thrombosis ("deep vein thrombosis") and affective disorder ("affective disorder") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 28 days after essure insertion, she experienced gastrointestinal disorder ("gastrointestinal disorder"), suicidal ideation ("suicidal ideation"), rash ("rash"), arthralgia ("arthralgia") and depression ("depression"). Essure was removed in (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), migraine (seriousness criteria hospitalisation and medically important), fatigue ("fatigue"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), mood altered ("mood disturbance"), feeling abnormal ("mental fog"), bipolar disorder ("bipolar disorder"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd"), colitis ischaemic ("ischemic colitis"), diarrhoea (seriousness criteria hospitalisation and medically important), insomnia (seriousness criteria hospitalisation and medically important), deep vein thrombosis (seriousness criterion medically important) and affective disorder (seriousness criteria hospitalisation and medically important). The patient was treated with surgery (vein ablation of left ovarian vein/ to remove essure) and wound care ((B)(4) ). At the time of the report, the affective disorder had resolved with sequelae, the gastrointestinal disorder, suicidal ideation, rash, arthralgia and depression were resolving, the pelvic pain had resolved and the migraine, diarrhoea and insomnia had not resolved. The outcomes for fatigue, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, mood altered, feeling abnormal, bipolar disorder, anxiety, post-traumatic stress disorder and colitis ischaemic were unknown. The reporter considered affective disorder, anxiety, arthralgia, bipolar disorder, colitis ischaemic, deep vein thrombosis, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, heavy menstrual bleeding, insomnia, migraine, mood altered, pelvic pain, post-traumatic stress disorder, rash and suicidal ideation to be related to essure administration. The reporter commented: discrepancy noted in date of implant (B)(6) 2008(as per pif). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-nov-2022: upon internal review this case was found to be duplicate of two cases (B)(4). All information , source documents , references from deletion case are transferred to this case .from cases (B)(4) : events affective disorder , insomnia, diarrhea, deep vein thrombosis, were added. 2951250-2022-00329 (legacy device number)from case (B)(4): events gi disorder, rash, arthralgia, depression & suicidal ideation were added. 2951250-2022-00375 legacy device number. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 26-aug- 2020. The most recent information was received on 18-jan-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), migraine ("migraines/ headache"), diarrhoea ("diarrhea"), insomnia ("insomnia"), deep vein thrombosis ("deep vein thrmbosis") and affective disorder ("affective disorder") in a 37 year-old female patient who had essure inserted (lot no. 626976) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("hysteroscopic tubal occlusion with essure devices and balloon thermal ablation"). The patient had a medical history of thermal ablation (a cycle of balloon thermal ablation). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the day of essure insertion, she experienced gastrointestinal disorder ("gatsrointestinal disorder"), suicidal ideation ("sucidal ideation"), rash ("rash"), arthralgia ("arthralgia") and depression ("depression"). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), migraine (seriousness criteria hospitalisation and medically important), fatigue ("fatigue"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), mood altered ("mood disturbance"), feeling abnormal ("mental fog"), bipolar disorder ("bipolar disorder"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd"), colitis ischaemic ("ischemic colitis"), diarrhoea (seriousness criteria hospitalisation and medically important), insomnia (seriousness criteria hospitalisation and medically important), deep vein thrombosis (seriousness criterion medically important) and affective disorder (seriousness criteria hospitalisation and medically important). The patient was treated with other therapeutic products as well as surgery (laparoscopic bilateral salpingectomy with removal of essure, right cornual resection) and wound care. On (B)(6) 2021, the fatigue had resolved. On (B)(6) 2021, the pelvic pain had resolved. On (B)(6) 2022, the affective disorder had resolved with sequelae. At the time of the report, the gastrointestinal disorder, suicidal ideation, rash, arthralgia and depression were resolving and the migraine, diarrhoea and insomnia had not resolved. The outcomes for heavy menstrual bleeding, dysmenorrhoea, dyspareunia, mood altered, feeling abnormal, bipolar disorder, anxiety, post-traumatic stress disorder and colitis ischaemic were unknown. The reporter considered affective disorder, anxiety, arthralgia, bipolar disorder, colitis ischaemic, deep vein thrombosis, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, heavy menstrual bleeding, insomnia, migraine, mood altered, pelvic pain, post-traumatic stress disorder, rash and suicidal ideation to be related to essure administration. The reporter commented: discrepancy noted in date of implant (B)(6) 2008 or (B)(6) 2008. Coils: 4 on the right and 10 on the left. The reported mentioned that more than one coil was placed in each tube, but this information was not confirmed. She also reported that she feels much better following surgical removal of bayer product. She informed that her symptoms are consistent with gulf war sickness/syndrome. Lot number: 626976 manufacture date: 2008-04 expiration date: 2010-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: after internal company review, the outcome of fatigue and the recovered date of pelvic pain, fatigue and affective disorder were added. The treatment drug for deep vein thrombosis was also added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/ headache"), fatigue ("fatigue"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), mood altered ("mood disturbance"), feeling abnormal ("mental fog"), bipolar disorder ("bipolar disorder"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd") and colitis ischaemic ("ischemic colitis"). The patient was treated with surgery (vein ablation of left ovarian vein). Essure was removed in (B)(6) 2021. At the time of the report, the pelvic pain, migraine, fatigue, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, mood altered, feeling abnormal, bipolar disorder, anxiety, post-traumatic stress disorder and colitis ischaemic outcome was unknown. The reporter considered anxiety, bipolar disorder, colitis ischaemic, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, heavy menstrual bleeding, migraine, mood altered, pelvic pain and post-traumatic stress disorder to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: mw5108405) on 26-aug-2020. The most recent information was received on 30-nov-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain"), migraine ("migraines/ headache"), diarrhoea ("diarrhea"), insomnia ("insomnia"), deep vein thrombosis ("deep vein thrombosis") and affective disorder ("affective disorder") in a 37 year-old female patient who had essure inserted (lot no. 626976) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("hysteroscopic tubal occlusion with essure devices and balloon thermal ablation"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the day of essure insertion, she experienced gastrointestinal disorder ("gastrointestinal disorder"), suicidal ideation ("suicidal ideation"), rash ("rash"), arthralgia ("arthralgia") and depression ("depression"). Essure was removed in (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), migraine (seriousness criteria hospitalisation and medically important), fatigue ("fatigue"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), mood altered ("mood disturbance"), feeling abnormal ("mental fog"), bipolar disorder ("bipolar disorder"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd"), colitis ischaemic ("ischemic colitis"), diarrhoea (seriousness criteria hospitalisation and medically important), insomnia (seriousness criteria hospitalisation and medically important), deep vein thrombosis (seriousness criterion medically important) and affective disorder (seriousness criteria hospitalisation and medically important). The patient was treated with surgery (vein ablation of left ovarian vein/ to remove essure) and wound care (B)(4). At the time of the report, the affective disorder had resolved with sequelae, the gastrointestinal disorder, suicidal ideation, rash, arthralgia and depression were resolving, the pelvic pain had resolved and the migraine, diarrhoea and insomnia had not resolved. The outcomes for fatigue, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, mood altered, feeling abnormal, bipolar disorder, anxiety, post-traumatic stress disorder and colitis ischaemic were unknown. The reporter considered affective disorder, anxiety, arthralgia, bipolar disorder, colitis ischaemic, deep vein thrombosis, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, heavy menstrual bleeding, insomnia, migraine, mood altered, pelvic pain, post-traumatic stress disorder, rash and suicidal ideation to be related to essure administration. The reporter commented: discrepancy noted in date of implant (B)(6) 2008 (as per pif). Insertion date updated from (B)(6) 2008. Coils: 4 on the right and 10 on the left. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-nov-2022: report received on 11-nov-2022 but date cannot be earlier than most recent follow up thus entered as 30-nov-2022. Medical records received. Reporter information, patient middle name, aka name, lot number, reporter causality comment, event: hysteroscopic tubal occlusion with essure devices and balloon thermal ablation added. Product insertion and removal dates updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.